Event description:
Physician reported that a cervical plate broke during final tightening. A portion of the plate remains in the patient.

Manufacturer narrative:
Manufacturing records were reviewed, and no relevant manufacturing issues were found. It is possible that since the locking cover was still engaged to the screws during the repositioning, it could have created excessive off-axis loading on locking cover, causing it to break upon final 90-degree lock. However, since the parts are not available for investigation, a possible root cause cannot be determined conclusively.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returning for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a cervical plate broke during final tightening. A plate remains in the patient.